Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, g4. The device has been confirmed as non-allergan; there is no complaint against an allergan device.

Event description:
The device has been confirmed as non-allergan; there is no complaint against an allergan device.